Event description:
This notification is being reviewed due to a user of a dreamstation auto bipap device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention required. The device was returned to a third party service center for evaluation. During evaluation, foam degradation was observed within the device assembly. Error code 154 (indicating an issue with the pca) and error code 22 (indicating an issue with the motor connection, blower box, and pca) was found in the device log history.